Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing and elevated threshold measurements on the right ventricular (rv) channel. In office testing confirmed the threshold measurements were elevated and intermittent noise was observed. The physician elected to replace the lead at the time of the generator change due to the patient¿s indication of second degree heart block. Additionally, interoperative testing was performed with the same results noted in the clinic. The device and rv lead were removed from service and replaced. No additional adverse patient effects were reported.